Event description:
It was reported, ¿the merocel tube was ¿not secured once patient went home. Just simply packed into his nose¿¿ while at home before bed around approximately 12 am, the patient said it felt like the tubing was migrating inward so the wife pulled the tubing back some and assumed everything was fine and so they went to sleep. When they woke up, the tubing was gone and so they called dr. (B)(6), concerned that perhaps the patient could have swallowed the tube in his sleep. Dr. (B)(6) met with the patient, pulled the packing, and dissected the packing to search for the tubing which wasn't there. An x-ray was done, and it showed no evidence of the tube being swallowed. The doctor had the patient return home to look for the tubing but they couldn't find it. For now the patient is fine and is to update the doctor, should his condition change.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis cannot be completed as the device will not be returned. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.